Event description:
New information received notes that the patient was discharged under stable condition eventually.

Event description:
Related manufacturer reference numbers: it was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead and right atrial (ra) lead exhibited low out-of-range pacing impedance. The ra lead and rv lead were explanted and replaced. There were no patient consequences. Further information regarding patient condition was requested but not received.